Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105, which was not reproduced but was confirmed through a review of the device event history log. Evaluation found severed motor mount screws. One of the severed screws was lodged in the motor causing it to seize. The motor assembly and the screws were replaced.